Manufacturer narrative:
On (B)(4) 2016 a medtronic representative, following-up at the site, reported that the bolt is sheared off on the cart and he was unable to remove it. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Front left wheel was sheared off. Wheel was replaced. Issue resolved. System performed as intended. Return requested. Replacement staff cart shipped to site (B)(4) 2016. Medtronic investigation of returned suspect device confirmed failure. Front right caster was broken off and is not replaceable. Cart was replaced and system was tested. System performed as intended. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. Upon further investigation, navigation system camera found to be not functioning properly. Return requested. Replacement camera shipped to site (B)(4) 2016. Medtronic investigation of returned suspect camera finds the failure was due to failing aak testing at .62mm with a threshold of .35mm due to age and yellowish discoloration. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system was moving, the front wheel sheered off. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.